Manufacturer narrative:
Describe event or problem,: updated. (B)(4).

Event description:
It was further reported that on the final inflation at 18 atmospheres at the proximal edge of the 3.5x38mm non-bsc stent, the balloon mid shaft snapped and embolized to the distal left anterior descending artery where it was retrieved.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. After post dilation was performed with a 4.00mm x 15mm nc emerge® balloon catheter, it was noted that the shaft was broken during withdrawal. The device was immediately removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.